Manufacturer narrative:
After battery installation device gave an unexpected solid white / blank display with unexpected horizontal lines on display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had insulin pump was display anomaly. The customer¿s current blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was dropped and the display was flashing white or solid white. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.